Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
Alarm 20 was verified. Occlusion issue the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.